Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with heavy calcification and moderate tortuosity. After a non-abbott guide wire crossed the resion, the 2.5 x 12 mm trek balloon was soaked with saline and prepared inside of the patient anatomy. The balloon was dilated one time for 10 seconds, but it ruptured at 8 atmospheres (atm). There was resistance during advancement of the device to the lesion, however no resistance was noted during retraction of the device. Another trek balloon was used for post-dilatation and the procedure was finished with deployment of a non-abbott drug-eluting stent. There was no reported adverse patient effect. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur.